Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacture for evaluation.

Event description:
A site representative reported that while outside of surgery, the batteries of the imaging system were not holding charge and mobile view station (mvs) displayed an error to plug the system in. Representative reported that when the image acquisition system (ias) was moved about 50 feet the system powered down. Site was able to use the system for case and site is plugging the system into power outlet regularly. There was no patient present at the time of the issue.

Manufacturer narrative:
The uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.